Event description:
Patient's mother alleges that insulin is leaking in the cartridge compartment of the infusion device. Mother reported they completely let the infusion device dry out before inserting a new cartridge and made sure there were no leaks before inserting it. Mother stated at the next cartridge change there was a strong smell of insulin and the cartridge compartment was wet. Mother reported the infusion set has been disposed of. No adverse event reported. Product was replaced and requested return of the alleged infusion device and blood glucose monitoring device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).